Event description:
It was reported that subsequent to the implant of a protegen sling, the pt had been "injured and damaged" and "will have to undergo a second, painful and invasive procedure." There is no further info available on this case and the device was not returned for eval.

Event description:
It was reported that subsequent to the implant of a protegen sling, the pt's experienced incontinence, tissue erosion, infection and pain. The device was removed in july 2001.